Manufacturer narrative:
The baxter technical support representative performed troubleshooting over the phone with the account, asking the account to isolate the siderails from the main pcb. The affinity 4 birthing bed requires an effective maintenance program. We recommend that you do annual preventive maintenance (pm) for joint commission certification. Pm not only meets joint commission requirements but can help make sure of a long, operative life for the affinity 4 birthing bed. Two effective ways to reduce downtime and make sure the patient remains comfortable are to keep accurate records and maintain the affinity 4 birthing bed. Check the switches in the side rails to ensure they are functioning correctly. Also check for intermittent operation. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Baxter technical support contacted the account two additional times trying to obtain the resolution for this event. No response has been received from the account. Based on this information, no further action is required.

Event description:
It was reported that affinity 4 bed frame (product code p3700e000003, serial number (B)(6)), had head section when bed is plugged in runs up on its own. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.